Event description:
The physician reported that the cause of death was respiratory failure and not related to vns therapy. The patient experienced a reduction in seizures with vns therapy initially and then no response over time. The patient was receiving therapy at the time of death. No autopsy was performed and the death was not witnessed. The death certificate listed respiratory failure as the immediate cause of death due to or as a consequence of cerebral palsy since birth.

Event description:
It was reported that the vns patient passed away. The cause of death and relationship of death to vns is unknown. The funeral home indicated that the patient was buried and there was no indication that the device was explanted prior to burial. Attempts to obtain additional relevant information have been unsuccessful to date.